Manufacturer narrative:
Operational problem- (the deployed stent appearing compressed and shorter than initial length may be due to the interaction with the severely diseased lesion which was reported as totally occluded. It would seem that the catheter damage occurred during removal difficulties as resistance was encountered resulting in force being required). Deformation problem - (stent). Device failure/lack of effectiveness related to patient condition - (the deployed stent appearing compressed and shorter than initial length may be due to the interaction with the severely diseased lesion which was reported as totally occluded. It would seem that the catheter damage occurred during removal difficulties as resistance was encountered resulting in force being required). Failure to follow instructions (use of force). (B)(4).

Event description:
It is reported that the physician intended to use a complete se stent to treat a lesion with little tortuosity, moderate calcification and chronic total occlusion (100% stenosis) in the mid sfa. The device was removed from packaging per IFU, inspected and prepped per IFU with no issues noted. It is reported that during the deployment the stent was compressed and seemed shorter than the initial length, the physician used a sc6150lg stent, after implantation the stent was 70mm. Issues are reported on removal of the catheter, force was used to remove the catheter. Excessive force was not used during delivery and resistance was not encountered. A complete se sc640fg was used to complete the procedure. No patient injury reported. Evaluation summary: the hypotube was kinked 16cm and 24.5cm proximal to the distal end . There was no polyimide material visible in the glue porthole at the distal end of the hypotube . The device was locked in the introducer sheath . There was a slit 1.4cm long on the proximal end of the stability sheath . The stability sheath had broken 40.2cm distal to the proximal end, with a jagged and uneven break site . Another break occurred 12cm distal to the first break . The retractable sheath was bunched and deformed starting 0.9cm proximal to the tip and extending to 3.7cm distal to the tip . The retractable sheath tip was damaged . The distal tip material was damaged . The proximal end of the distal tip was bunched and flared. Image review: from the procedural images returned the stent deformation cannot be confirmed. The images also fail to confirm the deployment difficulties.